Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was not hospitalized for the events. On an unknown date, antibiotic treatment and pd therapy were discontinued. At the time of this report, the patient has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6) bhaban. E1: initial reporter postal code - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and fever. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with meropenem injection (500mg, in two bags, each day, intraperitoneal), amikacin injection (100mg, in two bags each day, intraperitoneal) and vancomycin injection (1gm, weekly 2gm, in two divided doses) for peritonitis. At time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.